Event description:
It was reported that a flogard infusion pump had an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device service on the customer site. The f-38 alarm was found on the device. Visual inspection was performed and found the device to be in good physical condition. The cause of the reported issue was determined to be damaged force sensing resistors. In order to correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.